Event description:
Customer complaint - limited data available: muestra en ayuno: -primer muestra 98. -segunda muestra 88. -tercer muestra 95. Muestra 2 horas depues de alimentos: -primer muestra 102. -segunda muestra 134. -tercer muestra 118. Las tres muestras que se tomaron en ayuno y las 3 muestras que se tomaron 2 horas despues de alimento fueron tomadas con una diferencia de 5 segundos entre cada una. No puede existir una variacion tan grande en tan solo 5 segundos entre muestra y muestra. Es unfrade, no compren este dispositivo. Customer complaint - translated using google translate: fasting sample: -first sample 98. -second sample 88. -third sample 95. Sample 2 hours after food: -first sample 102 . -second sample 134 . -third sample 118. The three samples that were taken while fasting and the 3 samples that were taken 2 hours after feeding were taken with a difference of 5 seconds between each one. There cannot be such a large variation in just 5 seconds between sample and sample. It is a fraud, do not buy this device.